Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation of the device found dashes (---) displayed for several para- meters. Reprogramming the rate, mode and hysteresis was not successful in restoring the values. Return to standard was accepted, but programming to any other mode was not possible. The physician elected to leave the device implanted and monitor the patient.